Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for device upgrade procedure, the left ventricular(lv) lead dislodged while explanting the right ventricular(rv) lead. Insulation breach was noted on the dislodged lv lead while flushing it before replacing. Fluid was noed to be squirting from the side of the lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. External insulation breaching the inner coil lumen and exposing the inner coil was found at 30.1 ¿ 30.2 cm from the connector pin consistent with friction to the device can. The etfe coating was intact at this location.